Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In (B)(6) 2023 the remaining longevity was approximately two years and recently it was six months. The patient was pacer-dependent, and the physician was planning for device replacement. The pacemaker is expected to be returned for analysis upon explant. No adverse patient effects were reported. Additional information received indicated the device was explanted and replaced. It was not reported that the device would be returned.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In (B)(6) 2023 the remaining longevity was approximately two years and recently it was six months. The patient was pacer-dependent, and the physician was planning for device replacement. The pacemaker is expected to be returned for analysis upon explant. No adverse patient effects were reported.